Event description:
The patient reported that one week ago her compact plus meter provided a reading of 592 mg/dl and she retested within 3 minutes and again received a reading of 592 mg/dl. She took 10 units of humulin 70/30 based upon her logic that s smbg near 600 mg/dl would require twice as much insulin to treat as a value of 300 mg/dl. Within 3 minutes she retested her blood glucose on a backup meter and received a reading of 134 mg/dl, 10 minutes later she retested on her compact plus meter and received a reading of 139 mg/dl. Thirty minutes later her blood glucose decreased to 21 mg/dl on the backup meter and her husband helped her get juice and drinkable glucose shots. She consumed approximately 24 ounces of juice and 12 glucose shots. She did not lose consciousness but does not believe she would have been able to treat herself. Her normal blood glucose range is 70-120 mg/dl. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.